Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported shaft separation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the trek balloon dilatation catheter shaft separated. There was no patient injury. No additional information was provided.